Manufacturer narrative:
Patient is a former smoker, with a medical history of diabetes, hypertension, renal insufficiency and previous pta in the cephalic arch and venous outflow. It was reported that the four devices used during revascularization were non-medtronic devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that two in.pact admiral paclitaxel eluting balloon catheters were used during 2 separate revascularizations two months post index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two inpact av access balloon catheters were used to treat the left cephalic arch. During a revascularisation, two medtronic pta were used to treat the cephalic arch. Two medtronic pta were also used to treat the cephalic arch during another revascularisation. Approximately six months post index procedure the patient suffered thrombosed left cephalic fistula. The patient was treated with medication. The investigator assessed the event as unlikely to be related to the index device, procedure or paclitaxel. Safety assessed the event as not related to the index device, procedure or paclitaxel